Event description:
It is reported that the patient was revised due to a periprosthetic bone fracture. During the revision, some of the stem's coating remained in the patient. Using osteotomes, the surgeon was able to remove the coating.

Manufacturer narrative:
A complaint history search on the manufacturing lot of the stem was performed, and no additional complaints have been received. The surgeon has stated that he felt this porous coating fracture may have been his fault. The patient's activity at the time of the periprosthetic fracture is unknown. It is unknown if an unreported traumatic event led to the experience described. Neither x-rays no surgical notes have been returned for review. No scrap or ncrs exist for the supplier applied porous coating. With the information provided, it is likely that the method of stem removal contributed to the porous coating fracture, as evident by the surgeon's verbiage and the gouge marks coinciding with the fracture border and into the substrate. The ml taper stem was returned for review and exhibits a missing piece of porous coating on the proximal medial aspect of the stem. Three additional porous coating fragments were returned, however, they do no make up the entire missing portion. Two gouges are present; one overlapping the fracture line of the porous coating, and the other on the substrate of the porous coating, and the other on the substrate of the stem where the coating is missing. It is unknown if or how this removal damage contributed to the detached coating. Minimal small areas of bone in-growth are scattered about the porous surface. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.